Event description:
Caller reported a malfunction occurred on the pump, which caused the customer's blood glucose level to display as "high," however, specific value was not provided. Patient planned on addressing the elevated bg by bolus with the pump once the malfunction clears. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump and to contact support if any further issues arose, which the caller understood.